Event description:
It was reported that circumferential balloon rupture occurred. The target lesion was located in the cephalic vein. A 9-8/5.8/40 blue max¿ balloon catheter was selected and advanced into a previously implanted stent. However, it was noted that the balloon ruptured circumferentially and became inverted. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).